Event description:
An evercross balloon was being used to treat the brachial vein. It is reported that the aim of the procedure was an angioplasty of a dialysis access site of the left arm. The balloon ruptured at nominal pressure causing the device to fragment. The physician was able to gain access to a second site and snare/remove the remaining pieces of the balloon. The device did not go through a previously deployed stent. There was no patient injury.

Manufacturer narrative:
Evaluation results: the evercross device was received broken apart in four different segments. The distal tip segment included a part of the inner assembly (3cm long) and a portion of the balloon. The balloon was bunched upon itself at the distal end of the catheter. The distal marker band was intact. The second segment inspected was a torn balloon (3.5cm long). The balloon shows dried blood within the balloon material as well as a radial rear on each end of the balloon. There was also a longitudinal tear which was covered the entire length of the balloon segment. The third segment included the inner and multi-lumen of the catheter which also included the proximal end of the balloon (41cm long). Approximately 1cm of the balloon was intact from the proximal bond and the proximal marker band was identified. The balloon showed a radial burst to the balloon material. The distal end of the catheter (inner assembly) showed the end flattened followed creases and buckling . The fourth segment included the catheter and manifold assembly. The length between the duct ile fracture at the distal end of the catheter and to the strain relief was approximately 38.5cm and 46.5cm measured at the end of the manifold.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.